Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronachovideoscope exhibited a burnt distal end. The issue occurred during inspection for use. There were no reports of patient harm.